Event description:
It was reported that the patient presented in clinic for a device check. Upon interrogation, it was noted that the right atrial (ra) lead exhibited atrial fibrillation (af) undersensing and electromagnetic (emi) oversensing resulting in pacing inhibition. The emi was reproducible. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.